Event description:
Zenith device was placed without incident. During the final angiogram a small type I endoleak was noted. The proximal sealing stent was ballooned again, and after a second angiogram the endoleak was still present. A main body extension was placed within the proximal sealing stent of the main body graft as per instruction and ballooned. Another angiogram following the ballooning of the body extension noted the proximal type I endoleak was no longer present. Procedure was concluded.